Event description:
Crd_964 - catalyst ide study, patient site ID: (B)(6) ((B)(4)). It was reported that on (B)(6) 2023, a 16mm amplatzer amulet left atrial appendage occluder was selected for implantation using a 12f torqvue delivery sheath (ds). During the procedure, the patient experienced an episode of hypotension during the implantation procedure. Medication was administered via intravenous. In addition, there was slight bleeding was noted from the right ds access site. Slight residual bleeding remained, manual compression was performed and a compressive bandage placed. No patient consequences were reported. The patient is reported to be discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of bleeding at the access site and hypotension was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that there was no difficulty advancing or inserting the delivery system, and the cause of the reported event could not be conclusively determined. Bleeding at the access site is a possible outcome of the procedure per the instructions for use.